Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, cloudy/ rod lens broken. No negative impact in state of health reported. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's error description "cloudy/rod lens broken" can be confirmed. The optical shaft was bent by excessive mechanical force, resulting in a broken rod lens. Due to the breakage, imaging is no longer possible. The distal soldered seam is chemically damaged in places and leaking. The defects found are not due to a manufacturing/production fault but may have been caused by clinical use/reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).